Manufacturer narrative:
No manufacturing defects found in returned product. The association between coopervision lenses and the event is unconfirmed.

Event description:
Patient sought medical treatment related to a corneal abrasion and bacterial infection. Patient reported experiencing eye pain, foreign body sensation, redness, burning, and swelling in the right (od) eye. The patient was treated with antibiotics for the treatment of a bacterial corneal ulcer of the outer central and inferior region. It is unknown if this event is fully resolved. It is unknown if the event resulted in a permanent condition. Additional information received will be provided in a supplement report.